Event description:
It was reported by service report that the left and right side rails would not latch. It was further reported that the power cord was missing its ground prong. No adverse consequences have been reported.

Manufacturer narrative:
Result : siderail weldment.